Manufacturer narrative:
The device hasn't been received for evaluation yet. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during use, the suction power of the device was weak. The device was replaced with another. No patient effect reported. (B)(4).